Event description:
Per information provided: (B)(6) 2017 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1 and device 2). Per operative notes, ¿an incision was made into the right inguinal floor. The hernia sac was dissected out. An extra large perfix plug (device 1) was placed into the internal ring and secured it with sutures. The transversalis fascia was opened, and the direct space was explored. A large perfix plug (device 2) was placed under the transversalis fascia and sutures in place. The two tails of the path were crossed around the cord and sutured to each other.¿ (B)(6) 2022 - patient was diagnosed with recurrent right inguinal hernia, adhesion thereby underwent robotic assisted repair with explant of perfix plug (device 1 and device 2) and implant of synthetic mesh. Per operative notes, ¿an incision was made into the right inguinal region through old incision site. The hernia sac was dissected out. Previously placed (device 1 and 2) was noted. Both meshes (device 1 and 2) were excised. There were dense adhesions which were taken down. A synthetic mesh was placed into the defect and closed with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note, the manufacturing date (15-jan-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.